Manufacturer narrative:
Additional device product codes: hrs and ktt. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(4) as follows: it was reported that on an unknown date, during a procedure the screw broke when it was implanted. The broken screw was removed, and another screw was used. There was a surgical delay of fifteen (15) minutes. This report involves one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 38mm. This is report 2 of 2 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lockscr ø5 self-tap l38 sst (part #: 212.213; lot #: 75p0641) was received at us cq. Upon visual inspection, the hexalobular feature on screw head is deformed and completely worn. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage document/specification review: the following drawing revision was reviewed based on the manufactured date of the device locking screw 5*xx st sd: (current and manufactured) was reviewed. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the hexalobular feature on screw head is observed to be damaged. Although no definitive root cause could be determined based on the provided information, it is likely the device experiences unintended forces such as over torque. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a DHR review could not be performed for this pi. This is the sterile lot number. Not sterile lot number: part # 212.213, lot # 75p0641, manufacturing site: mezzovico, release to warehouse date: 30 oct 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.